Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was continuing to prompt the ¿apply sample¿ message after she had applied the sample. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) (unknown year). The patient reported taking no diabetes medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported immediately afterwards she developed symptoms of ¿headache, dizziness and nausea.¿ the patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the patient was using a correct testing process and correct test strips to obtain the samples. The cca confirmed this was not the first time the meter had been used. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for an acute complication of diabetes. The patient did not report any blood glucose readings symptoms or treatment which suggests an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.